Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B) (6) 2010. The needle broke behind the attachment zone during the second penetration. An x-ray of the abdomen was done, and the needle pieces were removed during the same procedure. The incision beneath the umbilicus had to be enlarged approximately 4 cm, so the surgeon could grab the needle from the tissue in the area of the colon. All of the needle pieces were found and taken out of the patient.

Manufacturer narrative:
(B) (4). Results: according to the visual inspection, several marks of needle holder were found in the area of the attachment end and also at the needle point which indicates that the needle was handled there. Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage ares, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.